Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine after therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) had drained out 4840 ml in drain five and had a largest prescribed fill volume of 2300ml. The technical service representative assisted the hp in clearing the alarm and arranged to swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review confirmed the high drain alarm. A short simulated therapy was performed and passed successfully. No abnormalities were identified during visual inspection, and the device passed all of the rite (returned instrument test evaluation) electrical and functional testing. The pneumatic system was tested and was found to be working to specification. The cause was determined to be a use error. The tidal total ultrafiltration removal was set too low resulting in an insufficient drain. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.